Manufacturer narrative:
Returned device was received in excellent physical condition. During the evaluation of the device, it was noted that the keypad was not working and the device will not power up. The main board was replaced, preventative maintenance was performed, and all functional tests were performed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a bad display and the keypad was not working. There was no patient present at the time of the event. No adverse events were reported.